Manufacturer narrative:
Investigation: bd has been provided with photos and a sample for catalog 301948 lot 1903224 to investigate for this record. Visual evaluation of the sample presented damage in the barrel of the syringe. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. Based on the customer feedback, the damages of the barrel could be produced during the manufacturing process due to a defective molding of the piece or hard conditions of storage after injection. Bd has found one quality notification related to incorrect molding of the piece due to a problem in the refrigeration system of the press. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with damaged parts like the tip of the barrel. Based on this fact, bd believes that the possibility of recurrence is isolated. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd¿ 20 ml syringe with needle was damaged. This was discovered before use. The following information was provided by the initial reporter: according to the feedback of the consumables warehouse of hospital, when the package was opened, the whole syringe was found damaged and the scale was fuzzy, so it could not be used normally.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe with needle was damaged. This was discovered before use. The following information was provided by the initial reporter: according to the feedback of the consumables warehouse of hospital, when the package was opened, the whole syringe was found damaged and the scale was fuzzy, so it could not be used normally.